Event description:
On 07/11/06, the lay pt contacted lifescan (lfs) alleging that her one touch sure step enhanced meter read inaccurately low. The medical affairs specialist (mas) send a letter to the pt because the pt could not be reached at the phone number provided. The mas listened to the original call recording to obtain add'l info. The pt was unable to read the serial number on the reported meter; she said it was partially rubbed off. She said the meter intermittently had missing segments in the display. The pt said it appeared meter also consistently read about 20 points lower than her husband's sure step meter. She could not recall specific examples of readings compared on the two meters. During the time the pt owned and tested her blood glucose with the reported meter, she said she passed out with low blood glucose "several times". She said she had been taken to the ER severalt imes to receive treatment for hypoglycemia. Specific treatment received was not provided. She said a recent incident was in 2006. Specific info was not provided regarding the pt's diabetes treatment regimen. The customer care advocate (cca) walked the pt through checking the meter display. The meter did not appear to have missing segments during the call with the cca. The meter, test strips, and control solution were replaced. The complaint is reported because the pt alleged that the meter intermittently displayed missing segments, which may have contributed to misinterpretation of results. The meter serial number was not legible. The pt reported experiencing symptomatic hypoglycemia on several occasions where medical treatment was administered.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.